Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed low out of range shock impedance measurements during defibrillation threshold (dft) testing. Noise was noted until dft testing was performed. The patient received multiple shocks with none of them converting the induced arrhythmia as the shock impedance measurements were always low and out of range. Additional information received from the field representative indicated that the cause was not determined. The competitor right ventricular (rv) lead was explanted and replaced. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.